Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that after the insertable cardiac monitor implant procedure, the incision showed difficulties to be closed. The device was successfully implanted. No additional adverse patient effects were reported.